Manufacturer narrative:
Additional information has been received indicating that no injury resulted. Smart head cap, bad maintenance (user). The file is hard to remove, this failure is probably caused by rust or other foreign matter in the head cap. X-smart cartridge, other, file does not fit. Replaced 1 x x cartridge h1004c5210150 and 1 x x head cap h1004c5210500.

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smartcontra angle did not hold files. The event outcome is unknown as of this MDR evaluation.